Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
A nurse reported to baxter (B)(4) that the connection between the spike of the transfer set and the spike port was loose during drainage. The nurse stated that the connector cover was not used. The nurse reported that the transfer set had been used for 5 days. There was no patient injury or medical intervention. No additional information is available.